Event description:
It was reported that the device had air in line. The event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 7/10/2024. H6: codes were updated. One device was returned for investigation. The reported complain was air in line. Physical condition of the device has dso seal bubble, worn uso seal, scratch lcd lens. The cause of the reported issue was device is air detector. Device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.